Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine for investigation. An investigation was performed and identified the root cause of the reported issue was due to the blended gas pressure transducer out of calibration. After calibration of the blended gas pressure transducer, the issue was resolved.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable) alarms while using the avea ventilator. The customer reported calibration and characterization tests were done, but the problem persisted. The customer reported no patient involvement associated with the event.